Manufacturer narrative:
Other text: one syringe infusion pump was returned for evaluation. Visual inspection of the device found it be cracked on right plunger case and bottom assembly. Upon review of the pump event history log, depleted battery was found. Device underwent functional testing for syringe delivery test and all functional testing with battery power. The reported customer complaint was unable to be confirmed; reading of the battery within the required specs. The problem source was determined to be unknown as the customer complaint was confirmed upon review of the event history log.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was alarming "battery depleted" but the pump shows >90% charge level. No adverse events were reported.